Manufacturer narrative:
Correction made to d4: expiration date: 07/05/2027 (previously submitted as ni). H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occlude feet on the light blue main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified a leak with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in closed position. The event was further described as ¿the liquid was coming out despite having the extension was closed and the stopper on¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.